Event description:
Noise can be seen on the hmsc beginning around (B)(6) 2023, shortly after device change out. The short rv interval counter trended up quickly after device change out on (B)(6)2023. The latest value on (B)(6) 2023 was greater than 249. The noise was seen in person while the patient was sitting and not moving. Isometrics were done, but did not create any more noise than was already seen. Lead trend values are consistent and within range, with the rv sensing trended low around 2 mv. Rep will discuss next steps with the physician. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.